Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 700mg/dl. It was stated that the doctor believes there was something wrong with the piston of the insulin pump. The wife requested a replacement of device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.